Event description:
Information received indicates the right foot side rail is not latching. The side rail is dropping when it is lifted up.

Manufacturer narrative:
The facility's maintenance repaired the bed. No information as to what caused the malfunction.